Event description:
Pump malfunction- pt states that threading inside of pump where syringe is inserted is ruined and entre pump needs to be replaced. Does not have serial number available. Stated she would call back later with it, and we have not heard back. No injury to patient. Back up pump available. Sent in problematic pump. Shipped out newly programmed replacement. Reported to (B)(6) by: patient/caregiver. Dose or amount: 0.034 ml/hr-39.5ng/kg/min; frequency: continuous, route: sq; dates of use: from (B)(6) 2017 to current; diagnosis or reason for use: pah.